Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2013 with the following findings: two low battery warnings were observed in the black box on 07/07/2013 and a partially discharged battery installation on 07/05/2013. The battery compartment was observed to be intact with no cracks and no evidence of moisture contamination inside the battery compartment. The battery cap was unable to be fully tightened due to damaged cap threads. A test cap was used and fully tightened. A power loss was not observed and current draws were within specifications. The pump case was removed and there was no evidence of moisture contamination observed inside the pump. The battery terminal contacts were inspected and there was no evidence of intermittent contact. Unrelated to the initial complaint, the display was observed to be faded, discolored and difficult to read. The dim display was replaced with a test display and the test screen functioned normally.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The patient stated the battery life is draining and he has been using alkaline batteries, which normally would last 1 week and now only last 2 days. The patient stated that he just noticed damage, a piece of plastic missing from the battery compartment, but that the battery life issue has been going over the last 2 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.